Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the inquiry was received from FDA. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The following inquiry was received from the FDA: "FDA has received information indicating that recent updates in the user¿s iphone operating systems have not been reflected in the freestyle libre 2 application, potentially compromising their ability to use the fsl2 to monitor their glucose levels. Would you please (a) confirm whether you have received similar feedback from customers and (b) summarize adc¿s procedure for verifying that their apps remain functional with new os updates?" This report serves only as an acknowledgement of the above inquiry.